Manufacturer narrative:
It was noted that the instructions for use (5335-0002 rev 03) appropriately guards against this kind of event. It is plausible that the user did not replace the stylet prior to repositioning, causing a breakage at the fenestration, the least reinforced point of the design. However, this cannot be confirmed. No testing methods performed.

Event description:
It was reported that the tip of the device broke off in the pedicle of the vertebral body of the patient. No known clinical sequelae arose from this event. The investigation showed that this issue (ie. Device breakage) could be reproduced when the needle was repositioned without re-inserting the bullet tipped stylet, as directed in the indications for use.